Event description:
It was reported that the device was used during a low anterior resection. The device was placed on the rectum, the distal staple line did not fire and the staple line was incomplete. The procedure was completed with a hand sewn rectal surgical anastomosis with no pt consequence.